Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: material#: 304657 batch#: unknown. It was reported by the customer that moisture in syringe. Rcc received a complaint via email. Xxxx complaint #: (B)(4), defect description: moisture in syringe, medline part #: 153239, product description: syringe 10ml ll bns, vendor part #: 304657, lot #: unknown, date reported: 7/28/2025, sample received: yes, response needed: summary of findings and corrective action -- incident reported to the FDA as MDR-30 day. Reference no. Pending. Additional information provided: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? Not reported 2. Please provide the address of the facility for us to ship the return label? Three lakes dr. (B)(6). 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient injury reported.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one photo and one physical sample were received by our quality team for evaluation. Upon visual inspection, an oily substance was observed in the cylinder. The sample was sent for infrared (ir) analysis to determine the origin of the material found within the fluid path, resulting in a correlation with silicone, which is a medical-grade lubricant and a component in the product¿s manufacturing. Its function is to allow the free movement of the plunger with the stopper inside the barrel. It is important to highlight that silicone does not pose a risk to user safety nor affect the syringe¿s functionality. A device history record could not be evaluated as the lot number is unknown. This incident has been added to our database of reported incidents.